Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening on the sacral side. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7040-90, lot# 019820520, mfd. Unknown, expires 2017-04, (B)(4), 2nd (inferior): ifuse implant, p/n 4045-90, lot# 10004, mfd. Unknown, expires 2010-06, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2010 where two implants were placed. The patient later presented to a new surgeon with complaints of right side si joint pain after a fall. The surgeon determined that the implants may have been loose on the sacral side. In (B)(6) 2017, the surgeon removed both implants and replaced them new wider implants and added an additional implant. The removed implants were solidly fixed in bone and required considerable effort to remove them. The status of the patient following the revision procedure is not yet known.